Event description:
During a procedure to complete the following indication, the needle came off hub per resident physician and it could not be retrieved manually. Will require another procedure to remove the needle. Occurred during phenol injection to obturator nerve on the right side. Indication: obturator nerve block for severe adductor spasticity s/p severe hypoxic encephalopathy. Normal localization procedure for the obturator nerve being done. Block stimulator used to stimulate proximity of the nerve to needle tip. The needle came off hub per resident physician and it could not be retrieved manually. Two doctors were at immediate bedside supervising procedure when needle loss occurred.

Manufacturer narrative:
X-ray of pt with needle was provided by hospital for eval.